Manufacturer narrative:
Concomitant products: product ID neu_unknown_lead, lot# unknown, product type lead, product ID neu_unknown_ext, serial# unknown, product type extension. (B)(4).

Event description:
It was reported that the healthcare professional had seen a short previous were it had could cause ipsilateral tingling over chest or neck area. It was noted that it was possibly meaning unintended current into the brain. The healthcare professional had seen it where this could happen and be interrupted and went back on quickly like the patient could have off/on therapy control. Additional information was requested but had not been received as of the date of this report.